Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead appears to be stretched when visualizing the lead under fluoroscopy. The lead was tested and all measurements are within nominal limits. The physician elected to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.